Event description:
The cot was unable to lock into the cot fastener due to a loose cot retaining post screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.